Event description:
The event is reported as: complaint submitted via medwatch: "following emergent intubation during a code, patient was resuscitated with a bag. The adapter that was connected to the ett fell out. It was in-line between the resuscitation bag and the tube. The adapter was placed back inside the tube as far in as it could go into the hub". "The adapter fell out again and it appeared that the tube was warped and too large for the adapter to fit tightly. The adapter was replaced with one from another ett of the same size, brand and model. It fit tightly into place". No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.